Event description:
Pt went for nrt measurements and complained of not hearing well. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery has not been scheduled as of the date of this report.